Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the suspected lots dr25d22031 and dr24l06079 was manufactured on 04/23/2025. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional pressure testing, and a leak was observed in the air vent of the filter. The reported condition was verified. The cause was due to a supplier issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: the suspected lot number is either dr24l06079, dr25d22031 or dr25f17 (this lot is not valid). D4: expiration date: the expiration date for the suspected lot dr24l06079 is 12/31/2029. The expiration date for the suspected lot dr25d22031 is 04/30/2030. D4: unique identifier (UDI) #: the UDI# of the suspected lot dr24l06079 is (B)(4). The UDI# of the suspected lot dr25d22031 is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp micro-volume extension set leaked from the air vent. The issue was observed during patient use. The device was attached to a peripherally inserted central catheter (PICC). There was no report of patient injury or medical intervention associated with this event. No additional information is available.